Event description:
Pt reported an alleged erosion of a lap-band. The pt "had [a lap-band] for a little over a year and "an erosion" occurred. The "lap-band was removed a year ago" and was not replaced. The pt has provided no further information and has not responded to allergan follow up.

Manufacturer narrative:
(B)(4). The product associated with this report was been returned; however, the product analysis has not been initiated at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determined another connector type associated with this report. Allergan was received the product; however, the analysis has not been completed at this time. Erosion is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."